Event description:
Nellcor puritan bennett received a call from representative user facility on 12/22/1999, who called to report the following problem: respiratory therapist states vent is double cycling.